Event description:
According to the surgeon - "the device did not work properly, did not cut as it supposed to do. The same device failed to work in the similar case." The device was packed in the plastic bag with cover and given to business office.